Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) analysed the issue remotely and found reported malfunction. After reviewing the log, rse found the reported malfunction. Upon troubleshooting, the issue occurred after a power outage at the hospital, and it was suspected that software corruption may have been caused by the power loss. To resolve the problem, power restoration happened. After power restoration, the device resumed normal operation as per its specifications. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This scenario is external power failures or outages may occur that can cause the allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the allura device. Since the malfunction of an external power source would not be considered a device malfunction of the allura system, this event would not be reportable. The codes were updated based on the investigation outcome.